Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. The physician reported that the lia was caused by noise/electromagnetic interference (emi) during a procedure the patient was undergoing at the time. The device remains in use. No patient complications have been reported as a result of this event.